Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no case description: customer recognizes device displays different language during programming on 8100 (s/n (B)(6)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes device displays different language during programming on 8100 (s/n (B)(6)). Explained to customer the probable cause with the operate software. Device not displaying any error codes associated with displaying different language. Informed customer to re-flash the operate software back onto device. Customer not near a workstation with system maintenance available. They will call back later, once they have access to workstation with system maintenance. End call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer recognizes device displays different language during programming on 8100 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes device displays different language during programming on 8100 (s/n (B)(4)). Explained to customer the probable cause with the operate software. Device not displaying any error codes associated with displaying different language. Informed customer to re-flash the operate software back onto device. Customer not near a workstation with system maintenance available. They will call back later, once they have access to workstation with system maintenance. End call.